Event description:
Based on a review of medical records provided by the pt's attorney: on (B)(6) 2002, the pt underwent laparoscopic umbilical herniorrhaphy with composix kugel hernia patch. On (B)(6) 2002, the pt underwent the drainage of hydrocele, excisions of hernia sac and closure of fascia. On (B)(6) 2008, the pt underwent add'l surgical intervention for exploratory laparotomy, lysis of adhesions and small bowel resection. During this surgery it was noted there were two to three meshes from previous surgeries which were severely ingrained into the tissue. On (B)(6) 2009, the pt underwent laparoscopic repair of recurrent ventral hernia with another MFR's mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the alleged event. Based on the medical records provided, a morbidly obese pt with a history of multiple hernia repairs underwent implant of a composix kugel on (B)(6) 2002. The pt's attorney alleges that a composix e/x was implanted at some point. However, there is no reference in the records provided to a composix e/x. While there is no reference to a composix ex, there is a five-year gap in the medical records provided between the composix kugel mesh implant and the repair on (B)(6) 2008. During that procedure, it was noted that there were three meshes from previous surgeries. None of the meshes were explanted and the incision was closed "mesh to mesh." It was reported that during another recurrence procedure in 2009, a mesh was found that appeared to be "curled up and contracted." However, we are unable to determine which mesh was being referred to. While there is no indication in the medical records that a device failure led to the pt's recurrences, it is listed as a possible adverse reaction in the product's instructions for use. No lot number was provided, therefore no mfg review could performed. Additionally, the mesh does not appear to have been explanted, therefore no eval of the device could be performed. With the info available, no conclusion can be drawn. Refer to MDR 1213643-2011-00581 for info regarding the composix kugel implanted on (B)(6) 2002.